Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was received outside of the loading device. The seal was inside of the loading device, rolled and anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the received condition of the device, the reported complaint for "failure to load" could not be confirmed; however, the complaint was confirmed for "premature deployment." An evaluation letter and copy of the IFU was sent to the reporting customer as a follow up. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was stuck in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.